Event description:
The customer reported the sys displayed uninterpretable images and an error code. No report of pt or staff injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable and lemo connector were replaced. The sys was then found to be operating as intended.